Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had multiple error alarms. The customer reported that she experienced a hypoglycemia. The customer's blood glucose level was 5.2 mmol/l at the time of incident. Troubleshooting was performed related to the issue. The customer reported that the insulin pump continued to alarm every time she changes the battery. Product is not expected to return for analysis.